Event description:
It was reported that caller previously did not see drops of insulin at end of tubing during fill tubing step of load sequence. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Reportedly, the customer reloaded cartridge and resumed insulin therapy.